Event description:
It was reported that care assist ca100 (product code p1170c0000020, serial number (B)(6)), had brakes not holding. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Baxter technical support provided the account the part number of the casters that needs to be replaced to resolve the issue. The account will repair the bed themselves. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. Baxter technical support contacted the account two additional times trying to confirm the resolution for this event. No response has been received from the account. Based on this information, no further action is required.